Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent rmv was to be implanted in the bile duct to treat a malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed. However, it was found that several stent wires were blocking the opening of the device, and stent wires were exposed to the drainage mouth. The position was adjusted using biopsy forceps, and the stent was removed from the patient partially deployed on the delivery system. Another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf impact code f2301 captures the reportable event of adjusting the position using biopsy forceps. Block h10: a wallflex biliary stent was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional examination was performed without problems as no resistance was felt. No other damages were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent break; however, the analysis did confirm the reported stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed was likely due to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician during the procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf impact code f2301 captures the reportable event of adjusting the position using biopsy forceps.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent rmv was to be implanted in the bile duct to treat a malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed. However, it was found that several stent wires were blocking the opening of the device, and stent wires were exposed to the drainage mouth. The position was adjusted using biopsy forceps, and the stent was removed from the patient partially deployed on the delivery system. Another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.